Manufacturer narrative:
Additional information - d4 (UDI) corrected information - d1, d4 (part #) investigation results: visual investigation: visually, the mallet shows signs of wear and tear at the working surfaces. Investigation was carried out visually and microscopically. According to the information received, the mallet has been used during hip surgeries. If the mallet is struck on sharp edges or pointed objects, the working surface may be damaged. The flat areas found on both sides of the mallet are indicators that the mallet was not struck flat on the working surface but slightly sideways on the edge. This can lead to the formation of burrs. It appears that these areas have already been sanded over. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fl046nr - mallet 330gr. Head w/exchangeable disks. According to the complaint description, the customer finds that it degrades very quickly and questions the product and it's lifespan. There was no described patient harm. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).